Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, inappropriate mode switch episodes due to far r oversensing were observed. Programming changes were discussed and the patient will be monitored. There were no reported symptoms.